Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Reportedly the customer continued to use pump for insulin therapy. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.